Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer left voicemail reporting defective needles. Rep returned his call and left voicemail requesting return call. Consumer returned call and reported that needle is protruding through the green inner shield. He stated that he has 17 pen needles where the needle came through the inner shield. Consumer stated that he stuck his finger with the needles a few times. I asked consumer about re-shielding after use and he said that he does not re-shield with the green cover but he prepares the insulin and puts it into the refrigerator for use when it is time to take his injection. Consumer is new to using pen needles and did not seem very sure of how to use. He stated that he does not re-use. Lot #: 3276406 catalogs #: 320550 dates of event: unknown samples available: sending mail kit.